Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer's reported malfunction "won't connect to tower" was due to a bad cable unit, the connector pins needed to be replaced. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head would not connect to the tower. The event occurred during preparation for use for an unknown procedure that was completed using a similar device. There were no reports of patient harm.